Event description:
The customer reported the y-port leaked blood and fluid during flushing. An IV was just placed on a pt and the extension set attached. During flushing with a 10 ml saline flush, blood and fluid squirted out of the y-site connector and exposed the rn. There was no pt harm and no medical intervention was required. Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of y-port leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.